Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts). The customer re-checked plunger and barrel seating; the plunger was not operating properly. The customer then replaced the syringe assembly, which resolved the issue as the plunger began to operate properly. Service was not dispatched for this event as the customer resolved the issue through ts.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that fluid was leaking from the chemistry cartridge (cc) sample probe located in the unicel dxc 600i synchron access clinical system. The customer also stated that a sample syringe motion error occurred after replacing the syringe plungers. No injury was reported.